Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0t8dk, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer was totally disappointed that her urinary issue was worse than prior to implant. The patient got up 3-5 times a night. She also had burning pain at the implantable neurostimulator (ins) site below her waist. It was indicated that it went from t 1 to 2 and 3 but it was unclear if the patient meant programs or amplitude level. The stimulation was too high and she could not tolerate 2. The patient felt stimulation; she had vaginal stimulation sensation and sometimes rectal sensation. She was going to see a health care professional on (B)(6) 2015. She refused to troubleshoot further; she just wanted the implant removed. The therapy did not work. Additional information on 2015-aug-26 noted the patient saw an urologist and he will remove it for her. The patient had never reprogrammed her device since implant. The patient had another appointment on (B)(6) 2015; she planned to take her programmer and talk to the physician about reprogramming her device. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up rep ort will be sent.